Event description:
It was reported that the patient was readmitted for increased lactate dehydrogenase (ldh) and suspected pump thrombosis. Aspirin dose was increased, and the patient was on blood thinners coumadin and plavix. The target international normalized ratio (inr) increased to 3.0-3.5 seconds. No hemolysis, stroke, or other symptoms were observed. No alarm on device was reported. A computed tomography (CT) scan was used for diagnosis, but images were unavailable. Medical management was performed as treatment. There were no changes to patient condition, anticoagulation status, or pump parameters that may have contributed. It was unknown if the thrombus resolved. The patient was stable and would be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus and a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. Section 1, ¿introduction¿, lists potential adverse events, including thromboembolic events and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.